Event description:
Rn had a needlestick after placing an 18 gauge IV catheter into a patient. The safety on the catheter malfunctioned and the needle tip was exposed which stuck the nurse.====================== manufacturer response for 18 gauge catheter, introcan IV======================contacted bbraun rep andrea ku who responded that they will send instructions regarding shipping the device and samples from the lot # to thier qa department.